Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The issue was isolated to the user interface pcb assembly. The customer did not respond to quotation for repairs after multiple contact attempts. The device was sent back without repairs and the customer was informed not to use the device.

Event description:
A customer contacted physio-control to report that their device had displayed a black screen when powered on. As a result, the device may have been in a lock up condition and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device had displayed a black screen when powered on. As a result, the device may have been in a lock up condition and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.